Event description:
A missing high and low alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor failed to alarm when their blood glucose was low and the customer consequently experienced a loss of consciousness. The customer was unable to self-treat and an ambulance was called to the customer¿s home. The customer was treated with glucagon, fruit, and sumo (juice) for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low glucose threshold in the alarm settings. Activated sensor with a known good reader and performed accuracy test. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high and low alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor failed to alarm when their blood glucose was low and the customer consequently experienced a loss of consciousness. The customer was unable to self-treat and an ambulance was called to the customer¿s home. The customer was treated with glucagon, fruit, and sumo (juice) for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A missing high and low alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor failed to alarm when their blood glucose was low and the customer consequently experienced a loss of consciousness. The customer was unable to self-treat and an ambulance was called to the customer¿s home. The customer was treated with glucagon, fruit, and sumo (juice) for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.